Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in the clinic with a spot that was seen near the implanted device pocket site. The physician suspected an infection and decided to perform a pocket revision. The pacemaker, right ventricular lead, and atrial lead are still implanted and have not been removed. The patient was in stable condition throughout the procedure.

Event description:
Related manufacturer reference number:2017865-2024-60873. New information received notes that the pacemaker system was explanted- pacemaker, right ventricular lead and atrial lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.